Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A trial patient reported that they had one but their leads broke. They got a new one on the day of the call and a second on the left, so far so good. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3007566237-2015-04079 for information on the patient's concomitant system.